Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer reported receiving audible alarm, but there was an absence of visual indicator on the pump touch screen. Customer's blood glucose was 270 mg/dl. Customer reverted to manual insulin therapy.